Manufacturer narrative:
The product is not returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
It was reported that patient with intervertebral disc disease and lumbar spinal canal stenosis underwent transforaminal lumbar interbody fusion with percutaneous pedicle screw fixation on (B)(6) 2017. Intra-op, cage broke while inserting.after the disc space was jacked up with 10mm distractor, the cage was hammered with a plastic hammer. The cage wasn¿t smoothly inserted ending up broken. It might have caused by inserting the cage with a strong force because the intervertebral space was narrow. No patient complications as a result of this event.